Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When an unknown filter was removed from the patient's body interior vena cava (ivc), the distal tip of a brite tip guiding catheter became frayed. Therefore the brite tip was changed to another brite tip and the procedure was finished successfully. There was no reported patient injury. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The access site is unknown. It is also unknown what contralateral approach was used and if there was any difficulty tracking the device to the ivc. The lesion was not calcified and tortuous. The rate of stenosis was unknown. The product will not be returned for analysis. Pictures are not available.

Manufacturer narrative:
Complaint conclusion: when an unknown filter was removed from the patient¿s inferior vena cava (ivc), the distal tip of the brite tip guiding catheter became frayed. Therefore, the brite tip was changed to another brite tip and the procedure was finished successfully. There was no reported patient injury. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. The access site is unknown. It is also unknown what contralateral approach was used and if there was any difficulty tracking the device to the ivc. The lesion was not calcified or tortuous. The rate of stenosis was unknown. No additional information is available. The product was not returned for analysis. Review of lot 17293858 revealed no anomalies during the manufacturing and inspection processes. (B)(4) defective units were rejected during the assembly of this lot. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.